Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an right atrial (ra) lead fracture was identified and the device was programmed vvi 50. Subsequently, an increase in right ventricular (rv) pacing was observed and was thought to be due to the rate hysteresis feature being programmed off. Technical services discussed the option of programming the feature on to decrease pacing. The clinic planned to program rate hysteresis on and continue monitoring. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during routine device replacement, after connection of the chronic right atrial (ra) lead to this replacement pacemaker, low out of range pacing impedance measurements less than 200 ohms and loss of capture (loc) was observed in bipolar configuration. Pacing impedance measurements in unipolar were noted to range from less than 200 ohms to 245 ohms, however, appropriate capture was observed. The products remain implanted and in service. No adverse patient effects were reported.